Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; comparative study of clinical outcome of endovascular aortic aneurysms repair in large diameter aortic necks (>31 mm) versus smaller necks. Ali f. Aburahma, md, trevor derderian, md,zachary t. Aburahma, do ,stephen m. Hass, md, michael yacoub, md, l. Scott dean, phd, mba, shadi abu-halimah, md, and albeir y. Mousa, md. Https://doi.org/10.1016/j.jvs.2018.02.037. If information is provided in the future, a supplemental report will be issued.

Event description:
Aneurx stent graft systems were implanted in the patients for endovascular abdominal aneurysm repair over a thirteen year period. The following events were observed: serious injury: re-intervention aneursym expansion.